Event description:
Customer reports issue with discrepant phosphorous results. The following example was provided. Initial phosphorous result 126.6 mg/dl, repeat 24.0 mg/dl. Initial result was reported, patient not adversely affected. The field service representative found the cause of discrepancy to be carryover from the reaction cells which were cleaned and split tubing which was replaced. Performance tests were performed and within specification.